Manufacturer narrative:
This report is being supplemented to provide correction to the initial with information inadvertently left out (dl23384002-5).

Event description:
The customer confirmed the patient's overall outcome was successful. The device was inspected prior to use per the instruction for use. No other devices involved in the event.

Event description:
It was reported to olympus technical assistance center (tac), that the high definition lcd monitor had no video going to the monitor. The issue was found during inspection for use for a therapeutic endoscopy and it was completed with a similar device. There was a delay of 20 minutes noted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that signal worked when it was connected to a slave monitor. The image would return for 15 seconds when the tower was rebooted. It was also noted that there was no physical damage to the monitor. The customer noted that there were no color bars when a scope was not connected. The customer was advised to return the monitor for repair. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the failure of printed circuit board . However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.